Event description:
It was reported that the ventilator failed to cycle with no audible alarm while connected to a pt. When the ventilator is not hooked up to the pt. It cycles fine. No pt harm reported.

Manufacturer narrative:
Na.